Event description:
It was reported that some episodes with non-sustained noise were observed. High impedance and high thresholds were noted. The decision was made to monitor the patient. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.

Event description:
New information received notes insulation break.